Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the popliteal and distal femoral artery with mild tortuosity, heavy calcification and 95% stenosis. A 6f non-abbott 10 cm sheath was placed and a 0.018 guide wire was advanced. Pre-dilatation was performed using a 4.0 mm balloon catheter at nominal pressure and then a 5.0 mm balloon catheter. A 4.0x120 mm supera stent system was advanced and the stent was deployed up until the deployment lock had to be unlocked. A little friction was noted, but classified as usual. The deployment lock was then unlocked and the thumb slide was pushed into the very distal position. The thumb slide was then pulled back and the stent system was re-locked, system lock and deployment lock. The stent system was then removed through the sheath and a little bit of friction and resistance was felt while pulling back the distal part of the delivery system through the sheath. The stent system was pulled back more and the delivery system came out of the sheath without the tip. Angiography revealed the tip to be within the distal part of the sheath. The sheath was pulled out over the 0.018 guide wire and the whole supera stent come out with the sheath in one piece. The tip was located in the proximal part of the supera stent and was stuck within the sheath. Reportedly, no portion of the stent was deployed in the introducer sheath. The 0.018 guide wire within the patient anatomy, with the use of an obturator, was re-inserted was changed to a 0.035 guide wire to re-insert another 6f non-abbott sheath. The procedure was completed by placement of another 4.0x100 mm supera stent. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not able to be confirmed as the stent had already been deployed. The tip separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A conclusive cause for the reported deployment difficulty could not be determined. The resistance during removal and additional damage to the device is due to operational context. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).